Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the error occurred while trying to refill insulin. Customer also reported that insulin was squirting out during the manual prime process. Customer stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Further testing could not be performed due to the motor error alarms. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.